Event description:
It was reported that during transportation, the cs300 intra-aortic balloon pump (iabp)gave a rapid gas loss alarm. Customer stated the rapid gas loss alarm occurred when they were transporting and the unit was removed from the cart, but that they were able to use the device and it seemed to operate normally. There was no patient harm injury reported .

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp)gave a rapid gas loss alarm. Customer stated the rapid gas loss alarm occurred when they were transporting and the unit was removed from the cart, but that they were able to use the device and it seemed to operate normally. There was no patient harm injury reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: d9 (device available for eval), h6 (investigation type, investigation findings & investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. Completed the annual maintenance and calibration verification in accordance with the service manual. Unit passed all testing and was cleared for clinical use. Expired batteries were replaced.